Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was unresponsive even with a new battery inserted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.